Manufacturer narrative:
The na electrode was installed on 28-sep-2023. On the morning of the day of the event, multiple calibrations failed showing few errors. The customer performed the calibration at 1:29 pm and it was successful with no alarms. The alarm trace showed no abnormalities. The investigation is ongoing.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas 6000 c501 analyzer serial number was (B)(6). Qc was within the acceptable range. The customer advised that the ise diluent bottle looked low. He replaced the reagent. The customer then performed calibration and qc and they were acceptable. No further issues were reported. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient's plasma sample tested on a cobas 6000 c501 analyzer. Results for sodium (na) test were affected. Initial result: 118 mmol/l (accompanied by a data flag). Repeat result: 126 mmol/l. The physician questioned the result. The sample was then repeated. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The field service engineer found no cause for the issue, providing that the customer had replaced the onboard reagents, and was able to successfully perform calibration and qc. The issue was resolved by the local actions (replacing the onboard reagents and successfully performing calibration and qc). The investigation did not identify a product problem. The cause of the event could not be determined. No further issues were reported afterward.